Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided.a device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4) should all the complaint devices have been found confirmed for this reported failure; the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the insufflation of co2 should be done carefully and while monitoring the patient¿s response. The user, particularly the anesthetist, should be informed about possible cardiovascular and respiratory problems of the patient and monitor these intra-operatively. Depending on age and health condition of the patient, the lowest possible flow and pressure for establishing the pneumoperitoneum/pneumorectum or for use in the thoracic cavity should be selected. It is not recommended to exceed insufflation pressures of 15 mmhg in colorectal procedures, 10 mmhg in thoracic procedures or 15 mmhg in pediatric procedures. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during an unknown procedure when it was reported ¿when switching to as mode, an exhaust malfunction error appears, and the procedure is interrupted. Even after replacing the trocar, the exhaust error reappeared and as mode was interrupted. During the transition to as mode, the pressure behavior was abnormal and remained unstable between 18 and 19. The trocar was replaced, but the situation did not improve. After subsequently replacing the tubing, the system began functioning normally. Postoperatively, an emergency surgery was performed due to diaphragmatic rupture caused by abnormal insufflation pressure.¿. The procedure was completed with the use of an alternate device and there was no report of extended hospitalization for the patient. Further assessment was attempted but to date no further information is available. It is not clear what caused the injury as it was communicated that the issue with pressure fluctuation was resolved once tubing was changed out. The asm-evac1 device and the ias12-100lpi device will be listed as concomitant devices and there are no allegations against them. This report is being raised on reported injury due to the patient requiring emergency surgery.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during an unknown procedure when it was reported ¿when switching to as mode, an exhaust malfunction error appears, and the procedure is interrupted. Even after replacing the trocar, the exhaust error reappeared and as mode was interrupted. During the transition to as mode, the pressure behavior was abnormal and remained unstable between 18 and 19. The trocar was replaced, but the situation did not improve. After subsequently replacing the tubing, the system began functioning normally. Postoperatively, an emergency surgery was performed due to diaphragmatic rupture caused by abnormal insufflation pressure.¿. The procedure was completed with the use of an alternate device and there was no report of extended hospitalization for the patient. Further assessment was attempted but to date no further information is available. It is not clear what caused the injury as it was communicated that the issue with pressure fluctuation was resolved once tubing was changed out. The asm-evac1 device and the ias12-100lpi device will be listed as concomitant devices and there are no allegations against them. This report is being raised on reported injury due to the patient requiring emergency surgery.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.